Event description:
It was reported that a cartridge did not fit onto the pump, the wake button was sticking, the pump battery was depleting quickly and the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.